Event description:
Info was received that this pacemaker and right ventricular (rv) lead exhibited oversensing that lead to pacing inhibition with less that two seconds asystole. Pacing threshold significantly increased that resulted to intermittent loss of capture (loc). This lead was surgically abandoned and replaced. No adverse pt effects were reported.